Event description:
It was reported following a coronary intervention with stent placement, a 6f angio-seal vip was deployed in the femoral arteriotomy. The pt had a prior angio-seal deployed in that same groin 2 months prior. During deployment, blood dripped from the green tamper tube, the tube was removed and deployment was completed. A syvek patch and 15 mins of manual compression achieved hemostasis. The groin looked fine and the pt was discharged. The pt engaged in vigorous exercise over the weekend and returned to the ER with bad calf pain. A femoral angiogram with run-off revealed an occlusion of the popliteal artery. Percutaneous intervention was attempted unsuccessfully. The pt underwent surgical intervention. The surgeon removed the angio-seal collagen, anchor and suture from within the popliteal artery. The surgeon also noted the presence of a posterior wall plaque at the original angio-seal site. The next day, the pt returned to the operating room as compartmental syndrome had developed requiring the swollen leg to be drained. The pt is recovering in the intensive care unit.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. A single paper print radiograph image was received with the complaint. The image has no identification on the image. There are no right or left markers on the image. The image represents a contrast injection through the introducer sheath. Contrast is seen in the arterial vessels and in the bladder. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal device pt's info guide states the pt should modify activity for 48-72 hrs; no straining, no lifting greater than 10 pounds, avoid driving day of discharge.